Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was returned and evaluated. Upon visual evaluation of the device, it can be notice it was broken in 2 pieces at about 1/3 location off the distal section of the screw; the complaint is confirmed. The probable root cause for the issue could be attributed to excessive force applied while implanting the biointrafix tapered screw. A definite root cause for the reported issue is deemed undetermined given the limited information provided in the complaint description. A manufacturing record evaluation was performed for the finished device part number 254660; lot number 1l22799 number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an acl reconstruction procedure the biointrafix tapered screw was being implanted, and the implant was broken into two pieces. All the pieces would be returned. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgical time was no delayed. No additional information could be provided.

Event description:
Additional information received from the affiliate reporting photos are not available.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.